Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to peritonitis. Follow-up with the patient's pd nurse determined that the patient was treated with gentamycin. The patient's pd nurse reported that she believed this patient episode of peritonitis was related to a strep peritonitis that patient had in (B)(6) 2016 that was not treated long enough. The patient was discharged (B)(6) 2016. Medical records were requested.

Manufacturer narrative:
The complaint sample is not available and the lot number is unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. According to the system no product is available from this lot from distribution centers to be analyzed. The entire lot has been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification.